Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: patient right hip revised due to distal stem fracturing as seen in the x-ray. Patient revised using competitor implants and stryker cables. No other information available due to hospital policy.

Event description:
No new information.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a restoration modular stem was reported. The event was confirmed through a review of medical records provided. Method & results -product evaluation and results: visual inspection: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: confirmation of event: I can¿t confirm that the patient had a revision right total hip arthroplasty since I was able to see an x-ray with the implant in place. I can also confirm that the patient developed a fracture of the modular distal stem since I was able to view an x-ray with the fracture. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of fracture of a modular stem used in revision surgery are multi factorial. These include surgical technique, especially in the type of fixation achieved at the time of revision, patient factors, including lifestyle, activity level, and bmi, and possibly implant factors. Having said that, I would doubt causality of the implant since stress fractures such as seen here are common when there is a mismatch in distal and proximal fixation. The stem would have to have been submitted for analysis to see if there were any material defects before any causality could be assigned to it. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'patient right hip revised due to distal stem fracturing as seen in the x-ray. Patient revised using competitor implants and stryker cables. No other information available due to hospital policy.' Confirmation of event: I can¿t confirm that the patient had a revision right total hip arthroplasty since I was able to see an x-ray with the implant in place. I can also confirm that the patient developed a fracture of the modular distal stem since I was able to view an x-ray with the fracture. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of fracture of a modular stem used in revision surgery are multi factorial. These include surgical technique, especially in the type of fixation achieved at the time of revision, patient factors, including lifestyle, activity level, and bmi, and possibly implant factors. Having said that, I would doubt causality of the implant since stress fractures such as seen here are common when there is a mismatch in distal and proximal fixation. The stem would have to have been submitted for analysis to see if there were any material defects before any causality could be assigned to it. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.